Manufacturer narrative:
Analysis identified high resistance of the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen ("3000" at 300 mcg/day) via an implantable pump for an unknown indication for use. It was reported that the pump alarm occurred and the elective replacement indicator (eri) was triggered as expected. Upon interrogat ion, it was revealed that the daily dose was reset from 300 mcg/day to 18.5 mcg/day. The patient was not feeling well; they were currently in the hospital and were being managed with oral baclofen. It was noted that the patient also had a urinary tract infection (uti), and it was unknown whether the pump contributed to the patient's symptoms or if the uti did. The pump would be explanted and replaced on 2017-oct-19. No further complications were reported or anticipated. Additional information was received. It was noted that the pump was 20 ml, and no changed had been made to the programmer. The programmed concentration was "3000." The representative had stated they were not sure if there were any low battery resets, as there weren't any in the logs. However, the pump did show it was in safe state, and the daily dose had reset to 18.6 mcg/day. It was noted that the estimated eri was less than 1 month, but was also noted that it had activated on (B)(6) 2017. Logs would be retrieved when the pump was replaced on (B)(6) 2017. The implant date of the pump was (B)(6) 2011. The pump was replaced and attached to the old catheter on (B)(6) 2017. The patient seemed fine afterward. It was stated the eri alarm went off, and the patient felt unwell within 2 days. They were admitted to the hospital with a uti, and the daily dose was changed from 300 mcg/day to 18.6 mcg/day. The pump would be returned. Pump logs were provided. The concentration of baclofen used was noted to be 3,000.0 mcg/ml. The logs show the pump was interrogated on (B)(6) 2017 at 09:22. The logs show the estimated eri was at less than 1 month, but do not show that eri had occurred. The logs show that the "pump in safe state," "reset occurred," and "stopped pump period may exceed tube set" error messages occurred. The dates on which these events occurred was not able to be determined, as the full event logs were not provided.